Manufacturer narrative:
Date is estimated,year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's device was not working at all. They confirmed that by not working at all, they meant the device was not helping with their symptoms and the patient was not able to make it to the bathroom. It was reviewed how to use the programmer, and the patient's stimulation was off. They said they must have turned stimulation off the last time they used the programmer. They turned stimulation on and were able to feel it. The patient's relevant medical history included alzheimer's. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that it had worked until five to six months ago. They had to wear pads all the time; it was like they did not have the implant at all. Their doctor recommended putting in a whole new updated system; they recommended replacement of the device because it was not working.